Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The I-port power wire was shorted to the power switching cable. The rep replaced the pleora power cord and performed a system checkout. The imaging system then passed the system checkout and was found to be fully functional. The system control board, power switching board, and the pleora power supply were returned to the manufacturer for analysis. All 3 components were individually tested on a test imaging system. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure they were about to perform an intra-op spin when the imaging system was unresponsive in the system booting please wait screen. The rep attempted to reboot the imaging system and the mobile view station (mvs) disconnected. The imaging system remained in the system booting please wait mode. The site conferenced in a field service engineer who walked them through the remote desktop application. However he was unable to get into the remote desktop. The surgeon chose to discontinue use of the imaging system, and proceeded using a c-arm. There was no reported impact to the outcome of the patient.